Event description:
Pt's wife reported discrepant results: approx 10 days ago: inratio: 1.5, lab: 2.2. On (B)(6) 2010: inratio: 1.7, lav: 2.0. Lab results about 60-90 minutes after meter results. Pt has to milk his fingers to get a good blood sample. Usually do fingerstick before or just after inserting strip.

Manufacturer narrative:
Investigation pending.